Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel, the patient was seen in the emergency department on (B)(6) 2016 for replace of a controller with bent pins on the #1 power connector side. Patient stated he hooked the cord getting out of this car and pulled it with enough force as to disconnect the cable. Upon examination in the emergency department it was found to have 2 severed pins and 1 bend as described by the patient. There are no consequences or impact to the patient. Controller was exchanged.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of poor mechanical connection. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to visible bent pins and a displaced gasket. The manufacturer has opened an investigation to evaluate loose connector a possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The possible root cause of the bent pins is excessive force that is described in the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.